Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass, procedure, the user reported that the hematocrit saturation probe clip was broken. No other details regarding the nature of this event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.